Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Based on a review of the available logs, no related system errors were found to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The target nodule was located in the pleura about 6 millimeters in size. During the procedure, needle and forceps were used; the specimens kept showing pleural cells(based on feedback from pathology). Chest x ray done during the procedure did not show any unusual findings. A repeat chest x- ray taken after the procedure showed a pneumothorax. A chest tube was placed to resolve the issue. The physician believes that the pneumothorax was related to patient anatomy and there was no device issue or malfunction that might have caused or contributed to the event.